Event description:
Note: this report pertains to one of two devices used during the same procedure. Manufacturer report # 3005099803-2012-01898 address these devices. It was reported to boston scientific corporation that two resolution clips were used on (B)(6), 2012 during an esophagogastroduodenoscopy (egd) within the stomach. According to the complainant, during the procedure, after the clip was locked onto the tissue, it failed to release from the delivery catheter. The device was manipulated, which separated the clip; however, it immediately detached from the tissue and into the patient. A second resolution clip was used, but the same issue occurred. Once deployed, the device had to be manipulated to release clip. The procedure was completed using a third resolution clip. No patient complications resulted from this event. The patient condition was reported as fine post procedure.

Manufacturer narrative:
The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.